Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous right coronary artery that is 90% stenosed. During advancement of a 2.50x15mm trek balloon dilatation catheter, resistance was felt with anatomy. Once at the lesion the balloon was inflated twice to 23 atmospheres but ruptured at 12 atmospheres on the second inflation. Therefore, a 2.00x15mm mini trek balloon dilatation was advanced but met resistance with anatomy. Once at the lesion the balloon ruptured at 8 atmospheres during the first inflation. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.